Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), product type: lead. Product ID: 3778-60, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 11-nov-2012, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 11-nov-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that they started getting shocking sensations a couple weeks ago. Patient stated she has not seen a doctor since 2013. Patient stated it traveled the whole way across where the wires were. Patient stated that this occurred on program b and they stated that was the one that helped them the most and that was the one that was shocking them. Patient stated that on the other programs, she did not feel much stimulation and stated it had been this way also for a couple weeks. Patient stated she had already tried lowering stimulation and this has not helped. Patient scheduled an appointment with hcp in (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause was not determined except that the unit was 10 years old. Patient reported a rep did her best to find and adjust another program but patient was still having problems with their unit. Patient stated it needed to be replaced.